Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 (mg/dl). Contact and customer believed that the low bg level was caused by over delivering insulin for the carbohydrates that they ate due to carbohydrate counting, and also from exercising. Recommendation was made to consult with health care provider to discuss diabetes management.